Event description:
Physician placed a PICC in a patient in 2009. While removing introducer, coil stayed in patient's vessel, and was dislodged. Patient required transport to major center, and coil had to be surgically removed. Injury to patient.

Manufacturer narrative:
The device has been returned to the manufacturer for evaluation. A chr review showed no other similar product complaint file(s) from this lot.